Event description:
Clinical report states patient was revised due to infection.

Manufacturer narrative:
Additional narrative: additional information received for the complaint indicated the patient had an antibiotic spacer removed at revision. Antibiotic spacers are placed for the treatment of an infection and are placed with the intention of being removed. This medwatch was submitted in error.

Manufacturer narrative:
UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.